Event description:
It was reported that the customer's insulin pump had insulin inside the reservoir compartment. His most recent blood glucose level was 135 mg/dl. However, the customer's blood glucose level was 310 mg/dl, the day of the event. He treated his blood glucose level with a humalog pen. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).